Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported the large volume pump (lvp) font case is being replaced due to the font case bring broken, having cosmetic cracks and unresponsive keypads. There were no patient involvement.

Event description:
It was reported the large volume pump (lvp) font case is being replaced due to the font case bring broken, having cosmetic cracks and unresponsive keypads. There were no patient involvement.

Manufacturer narrative:
The customer reported complaint of the lvp door assemblies with keypad being replaced due to the front case being broken, having cosmetic cracks and unresponsive keypads was evaluated. During external inspection, lvp door assemblies with keypad showed cracked and broken plastic at the right side of the light towers. Test results identified lvp door assembly with keypad associated to s/n 14983721 had a non-functioning restart button. No faults found during functional testing of the remaining 6 lvp door assemblies with keypad. Electrical failure ¿ design. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated.